Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor reading of 154mg/dl on his adc freestyle libre which was higher than he felt. The customer reported that he felt hypoglycemic, with symptoms of sweating, palpitations, and slowed psychomotor performance. The customer's spouse gave him "sugar and water" by mouth as treatment, as the customer indicated he was unable to treat himself due to his symptoms. No further treatment or intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Removed the sensor plug and performed visual inspection of the sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. (B)(4).

Event description:
A customer reported receiving a sensor reading of 154mg/dl on his adc freestyle libre which was higher than he felt. The customer reported that he felt hypoglycemic, with symptoms of sweating, palpitations, and slowed psychomotor performance. The customer's spouse gave him "sugar and water" by mouth as treatment, as the customer indicated he was unable to treat himself due to his symptoms. No further treatment or intervention was reported. There was no report of death or permanent injury associated with this event.